Manufacturer narrative:
The returned device was investigated and it was confirmed that the battery full charge capacity was below the acceptable limit. This resulted in the device not holding charge properly and powering off shortly after ac power was disconnected.

Event description:
The customer reported that the device is "not holding a charge, randomly starts to shut off." There was no patient impact or consequence reported.